Manufacturer narrative:
This report is filed february 12, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient developed recurrent infection at the implant site and was treated with topical and oral antibiotics (dates not reported). Subsequently on (B)(6) 2016, the device was explanted. The device has not been made available for analysis as of the date of this report, february 12, 2016.